Event description:
The customer reported that after pipetting a volume verification plate, it was observed that no fluid was added to well c5. No error was generated. No death or serious injury was associated with this incident.